Event description:
It was reported that biomed recently got arctic sun stat back and it was not filling. They did not have the fluid delivery line (fdl) attached. Advised replace this and confirmed they had cleaning solution. Advised them add the cleaning solution to the second liter of sterile water. They were able to fill machine once they replaced the fluid delivery line. Per follow up information received via phone on 06jun2024, customer states that the heater cord was bad and both the mixing and circulation pumps needed to be replaced. A 2000 hour preventive maintenance was performed and the device has been returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed recently got arctic sun stat back and it was not filling. They did not have the fluid delivery line (fdl) attached. Advised replace this and confirmed they had cleaning solution. Advised them add the cleaning solution to the second liter of sterile water. They were able to fill machine once they replaced the fluid delivery line. Per follow up information received via phone on 06jun2024, customer states that the heater cord was bad and both the mixing and circulation pumps needed to be replaced. A 2000 hour preventive maintenance was performed and the device has been returned to service.